Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 10 atms on the first inflation during predilation. The lesion being treated was located in the calcified and 99% stenotic left circumflex artery. The procedure was successfully completed with another balloon. Patient status is listed as "good."

Manufacturer narrative:
Device evaluation: the device was disposed of by the hosp; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined. A review of the manufacturing record for this particular batch (8679043) shows that the device met its material, assembly and product specifications at the time of its release to distribution.